Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 23.3 mmol/l, 13.8 mmol/l, and 5.0 mmol/l. The customer took insulin based on a non-roche result of 5.0 mmol/l. No adverse event reported. Requested return of suspect device, however the test cassette has been discarded.